Manufacturer narrative:
The referenced light source (loaner) was returned to the service center for evaluation. The evaluation confirmed the reported event as the spare lamp came on intermittently due to faulty power supply unit. Additionally, both the main pc board and the iris controller were working intermittently; when the unit was first turned on, it worked fine for a few minutes but failed again. Also found minor dent and minor scratches on the housing. The device was repaired back to specification and returned to inventory. A review of the repair history showed the device was last repaired on september 12, 2020. As part of the investigation, olympus followed up with the customer to obtain additional information but with no results. The root cause of the reported event could not be determined at this time as the investigation is ongoing, however, if additional information becomes available this report will be supplemented accordingly.

Event description:
The service center was informed that during reprocessing, the auto iris from the evis exera iii xenon light source was not working. No patient injury or harm was reported.

Manufacturer narrative:
This supplemental report was submitted to provide additional information from the original equipment manufacturer (OEM) for MDR# 8010047-2020-08787. The original equipment manufacturer (OEM) performed a device history record review and no abnormalities were noted. An investigation was completed by the OEM and determined that there is no manufacturing, material or processing related cause for this failure mode. Based on the investigation and as seven years have passed since the manufacturing of the device, the OEM determined the cause of the reportable malfunctions are due to the following: intermittent light for spare lamp is due to an aging failure of the switching regulator components of the power supply unit main board malfunction is due to aging degradation. Olympus will continue to monitor complaints for this device.